Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer stated they were not able to clear the alarm and the pump buttons were not responding. The customer also got a power loss and post-reset ram crc alarm. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.